Manufacturer narrative:
(B)(4); technical services discussed the error codes and eol device behavior and noted the device should be returned for laboratory analysis to determine the cause of the premature battery depletion. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during a routine device follow-up, this subcutaneous implantable cardioverter defibrillator (s-ICD) could not be interrogated. A magnet reset was performed, then the programmer was able to connect with the device. However, a red screen appeared showing end of life (eol) battery status had been declared, and two fault codes were present, for battery depletion (bd) and charge time out (CT). It was noted eol had been declared (B)(6) 2018. The patient had not heard warning tones from the device indicating an issue had occurred. The device was implanted for less than four years, so premature battery depletion was suspected. The patient was admitted to the hospital and a replacement procedure was performed the next day. No additional adverse patient effects were reported.

Manufacturer narrative:
UDI = (B)(4). This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. It was confirmed that the device was at eol battery status. External visual inspection identified no anomalies. A review of the memory confirmed the fault codes observed in the field. The device was disassembled and detailed analysis was performed on all three battery cells. One of the battery cells was confirmed to be completely depleted. Engineers determined that this device was demonstrating behavior consistent with a high current condition associated with the cathode and anode coming into contact and causing internal cell depletion.

Event description:
---